Event description:
It was reported that the patient has deceased. The patient was in a long term care facility. There is no allegation from a healthcare professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only the connector end with a length of 7.1 cm was received for analysis. Electrical test that could be performed on the partial lead did not find any shorts or discontinuities on any conduction path.